Event description:
Discordant, troponin, prolactin, folate, ferritin and vitamin b12 results were obtained on an advia centaur xp instrument on multiple patient samples. The discordant results were released to the physician(s), who questioned them. Some samples were repeated on the same instrument and some were repeated on an alternate instrument. It is unknown which instrument the individual samples were repeated on. The corrected results were reported to the physician(s). It is unknown if there are reports of patient intervention or adverse health consequences due to the discordant, troponin, prolactin, folate, ferritin and vitamin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and replaced the aspirate probe tubing bundle. The fse performed the daily cleaning procedure (dcp), and observed an overflow of cleaning solution at cuvettes. The fse replaced v66, v67, v77 and v78 valves, waste reservoir and waste bottle cap. The fse also discovered a vacuum error caused by a blocked y connector, which was restricting flow. The fse replaced the y fitting and then ran dcp, which ran as expected. The cause of the discordant, troponin, prolactin, folate, ferritin and vitamin b12 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required

Manufacturer narrative:
The initial MDR 2432235-2013-00404 was filed on august 20, 2013. Additional information (08/28/2013) there are no reports of patient intervention or adverse health consequences due to the discordant, troponin, prolactin, folate, ferritin and vitamin b12 results.